Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator was not operating on alternating current (ac) power. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported issue of the unit not operating on ac power but identified that the short self test (sst) was not able to run due to background fault. Sp found background diagnostic codes in the logs and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One ifm pcba was returned for failure investigation. A visual inspection was carried out on the returned ifm pcba, no anomalies were observed. The part was attached to the test ventilator and powered up but failed extended self test (est) circuit pressure test. After a thorough investigation, a faulty so1 on the ifm pcba was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The investigation could not confirm the reported issue of the unit not operating on ac power. Further action is not required because this event is included in a data monitoring plan. The secondary finding of a faulty autozero solenoid (so1) on the ifm pcba has an existing previous internal investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator was not operating on alternating current (ac) power. The ventilator was not in use on a patient at the time of the reported event.